Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. Due to low sensor values, the customer reduced their insulin medication for several days. The customer experienced strong thirst and frequent urination and was unable to self-treat, the customer's caretaker became worried and called an ambulance. Upon arrival, the healthcare professional (hcp) measured the customer¿s blood glucose levels and found them to be severely elevated, as indicated by an "hi" reading (above the measurable range) on the hcp meter. While transporting the customer to the hospital, the hcp administered a saline solution along with 10 units of insulin (type unspecified). At the hospital, a laboratory test revealed a blood glucose level of 600 mg/dl. The sensor was removed, and no comparison readings were taken within 10 minutes. The customer was treated with unspecified fluids and insulin (dose/type unspecified) for the diagnosis of hyperglycemia. The customer remained in the hospital for 5 days for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event code [11/224/227] and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed due to lsa. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. Due to low sensor values, the customer reduced their insulin medication for several days. The customer experienced strong thirst and frequent urination and was unable to self-treat, the customer's caretaker became worried and called an ambulance. Upon arrival, the healthcare professional (hcp) measured the customer¿s blood glucose levels and found them to be severely elevated, as indicated by an "hi" reading (above the measurable range) on the hcp meter. While transporting the customer to the hospital, the hcp administered a saline solution along with 10 units of insulin (type unspecified). At the hospital, a laboratory test revealed a blood glucose level of 600 mg/dl. The sensor was removed, and no comparison readings were taken within 10 minutes. The customer was treated with unspecified fluids and insulin (dose/type unspecified) for the diagnosis of hyperglycemia. The customer remained in the hospital for 5 days for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on a competitor brand meter. The customer did not notice a trend arrow on the device. Due to low sensor values, the customer reduced their insulin medication for several days. The customer experienced strong thirst and frequent urination and was unable to self-treat, the customer's caretaker became worried and called an ambulance. Upon arrival, the healthcare professional (hcp) measured the customer¿s blood glucose levels and found them to be severely elevated, as indicated by an "hi" reading (above the measurable range) on the hcp meter. While transporting the customer to the hospital, the hcp administered a saline solution along with 10 units of insulin (type unspecified). At the hospital, a laboratory test revealed a blood glucose level of 600 mg/dl. The sensor was removed, and no comparison readings were taken within 10 minutes. The customer was treated with unspecified fluids and insulin (dose/type unspecified) for the diagnosis of hyperglycemia. The customer remained in the hospital for 5 days for further observation. There was no report of death or permanent impairment associated with this event.